Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following additional information was requested: please confirm the quantity of sutures that broke. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the patient experience a wound dehiscence? Did the patient experience anastomotic failure? Did the suture break? If no, please explain. What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe the appearance of the suture during the second procedure. Were there any patient stress factors that precipitated the event of suture breakage post op? Please describe any surgical intervention required for the wound dehiscence/anastomotic failure, including any findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? The following information was obtained: the first surgical procedure occurred on (B)(6) 2024, using a suture of code 9557t lot av0351, and it resulted in patient reoperation on (B)(6) 2024 due to defect in the vascular anastomosis. Closure of interatrial communication, it was closed with a pericardium auto logo patch, the patch came off and had to be reoperated.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2024 and suture was used. After the procedure, a defect in the vascular anastomosis was reported, which led to a reoperation on the patient on (B)(6) 2024. Additional information was requested.